Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was swapped during the medication issue. A technical support specialist remoted in and restarted the app, and once it was back up, the drawers were offline and then rebooted the machine, after which the drawers came back online and attempted to issue the medication, but the medication was no longer in the machine as it had been destocked and customer planned to contact the pharmacy for further assistance. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, a medication swap occurred during issue med. The customer reported that while attempting to issue medication for a patient, a warning appeared instructing them to destock the drawer. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.